Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, between 3 -6 pm. The patient obtained an unspecified blood glucose result from the subject meter, which was higher than an unspecified glucose result obtained from another meter, done less than 30 minutes apart of each other. The patient stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue she denied making any changes to her usual treatment. She claimed a 'few seconds' before the alleged issue started, she felt 'sweaty and memory loss'. In response to her symptoms, the emergency medical services tested her blood glucose on (B)(6) 2011, between 3-6 pm and obtained an unknown glucose result. Reportedly on (B)(6) 2011, between 7-7:30 pm, her glucose was tested in the emergency room (ER) but could not recall the result obtained which was treated with IV fluids. During the initial call with customer service, the agent noted that the patient had been using the correct sample site, proper testing technique and correct unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the alleged meter issue began.